Event description:
The walker reportedly broke at the rivet hole area, just under the bottom support bar on the left side as you stand behind the walker. The consumer was using the walker to assist with getting out of bed. When he put weight on it, the walker broke and he fell to the floor. He reported to the dme dealer that he "will be ok". The report source did not have any further info regarding the event. The user did not require medical treatment and did not need to see his physician. No additional info was available.

Manufacturer narrative:
Evaluation of the returned sample found the left rear leg to be broken at the rivet. The aluminum leg tubing measures within product specifications. A random sample from inventory was used to attempt to duplicate the failure. Static loading force was applied with the sample tilted forward, backward not to the side at a 15 +/-1 degree angle and straight down at a 90 +/-1 degree angle with 600lbs. The failure could not be duplicated.